Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement, prime, basic occlusion and occlusion tests due to motor error alarms during rewind. No moisture damage found on electronics assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 143 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump. The insulin pump was returned for analysis.